Manufacturer narrative:
Customer sample not available. Unable to conduct tests.

Event description:
There is trouble with lantus solostar pen. When user tried to prime, no medicine would come in.

Event description:
There is trouble with lantus solostar pen. When user tried to prime, no medicine would come in.

Manufacturer narrative:
Customer sample was tested. Defect under complaint was not confirmed.